Event description:
It was reported that the customer was hospitalized with diabetes ketoacidosis and high blood glucose of 1206mg/dl by the time the paramedics arrived. It was stated that the customer passed out and his parents found him. The caller stated that the customer removed the insulin pump to change the battery and that is all the customer remembers. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.